Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, non-defib lead, (B)(6) 2008; 5076-52, non-defib lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) product ID: (B)(4), the device was returned and analyzed. Analysis of the device memory indicated power-on reset parameters were present.

Event description:
It was reported that the device experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.